Manufacturer narrative:
G2. Foreign: brazil medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was instructed on the correct use of the device, received the guidance videos and reported doing everything correctly. On (B)(6)2023 the patient's controller started to show a defect, "scratches" on the screen, which were increasing, expanding over time. Yesterday, (B)(6)2023, when the patient put the controller to charge, according to her, she received a very strong shock, the intensity of the stimuli increased, without even unlocking the controller. And when they managed to access the key to increase or decrease the intensity, they verified that the parameters had changed, without even touching the controller. The patient contacted a technician and she verified the problem via whatsapp and requested a visit to the office for evaluation. When the distributor arrived and analyzed it in the office, they noticed that when they pressed the key to turn on the controller , it did not show any signs of "scratches", the screen was apparently normal. The issue was not resolved at the time of the report. No surgical intervention occurred, nor was it planned. The patient status was alive with no injury at the time of the report.